Manufacturer narrative:
Insulin pump passed displacement test, sleep current test, active current test and self test. Failed battery test not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery alarm and replace battery now alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery alarm was performed. Customer replaced the battery multiple times and issues recurred for several weeks. Customer received replace battery now when they attempted to clear failed battery alarm. Customer received frequent failed battery alarms and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis